Event description:
Received an article published in the scientific journal, journal of endovascular therapy, titled "acute peripheral arterial occlusion: prospective study evaluating intra-arterial thrombolysis with a micro-porous balloon catheter." Per the article, the purpose is to assess the efficacy of a new in situ thrombolysis method using a low-pressure micro-porous balloon catheter (mpbc) compared to a traditional in situ infusion (isi) of a fibrinolytic agent in the treatment of acute limb ischemia. Per the article 3 patients experienced vaso-spasms.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number or samples were provided. Per the article, intra-arterial thrombolysis using a balloon catheter is an effective method in the treatment of acute peripheral arterial occlusions. In the case of occlusion caused by embolism, primarily in very elderly patients, it may reduce the risk of hemorrhage. A randomized study on high-risk patients is needed to confirm these initial results.